Event description:
Subsequent to the initial medwatch report, the following additional information was received. A second proglide device was deployed and a suture retrieval issue occurred.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional percutaneous transluminal angioplasty procedure. Reportedly, while using the knot pusher and pulling the tension suture the suture and knot came out of the vessel wall. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The second proglide device referenced is being filed under a separate medwatch MFR number. Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.